Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 204 mg/dl. Reportedly, the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.